Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:ipg kit (without pull-through tunneler) model#:sc-8216-50 (B)(4) model description: artisan 2x8 paddle lead (lim), 50 cm.

Manufacturer narrative:
Correction to initial medwatch report in field b4. Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description:artisan 2x8 paddle lead (lim), 70 cm additional information received indicated that the physician repositioned the ipg and lead and the patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties and a lead revision due to pain. The physician does not believe the pain is device related but rather the patient may be having physiological issues.

Event description:
A report was received that the patient would undergo a pocket revision due to charging difficulties and a lead revision due to pain. The physician does not believe the pain is device related but rather the patient may be having physiological issues.